Event description:
It was later reported that the pump had contained lioresal 2000mcg/ml. It was later reported that the intrathecal baclofen dosing was resumed and the patient returned to normal health.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that this patient presented in severe withdrawal due to a missed refill. The patient experienced sweating/diaphoresis, increased heart rate, and underdose symptoms. These symptoms were reported as located in the central nervous system. The patient was admitted for medical intervention. The managing physician did not have privileges at the admitting hospital. A neurointensivist was asked to order a refill¿ on friday.¿ the patient was treated with a valium drip and midazolam. The refill was not done and the patient continued to decline and was intubated. The refill was done on (B)(6) 2013, however the patient¿s condition at the time of the report was not yet improved. No diagnostic testing or troubleshooting was performed. The patient¿s history included ¿spastic quad due to advanced ms.¿ this device system delivered lioresal. Additional information was requested. It was further reported that the pump may have been refilled with gablofen as this is what the institution reportedly stocks. The managing physician reported that the patient was doing better after the refill and was receiving therapy.